Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was discovered that the system uninterruptible power supply (ups) was malfunctioning, and was the root cause of the reported issue. The ups was replaced and the issue was resolved. The part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was continuously beeping and shut down unexpectedly. It was found that the f10 fuse had blown, so this was replaced but it immediately blew again. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned uninterruptible power supply (ups) found that the reported event was related to an electrical issue. The ups did not power up or charge with returned batteries. The tester installed test batteries and plug in ups to start charging. 30 seconds after the ups was plugged in a "pop" sound came from inside the ups. The tester powered down and unplugged the ups. Removal of the top cover for identified electrically stressed components. The reported event was confirmed.